Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt had high lead impedance on system diagnostics. The physician took x-rays which showed no anomalies, but the x-rays cannot be sent to the MFR for review. Emg was performed which showed that there was likely a lead fracture, per rptr. No pt trauma or manipulation occurred which could have contributed to the high impedance. A lead revision is planned, but has not occurred to date. The generator has not been turned off as the pt fears an increase in seizures if turned off.